Event description:
The customer reported to olympus during a unspecified diagnostic procedure, no image on the monitor when used with a hd 3cmos autoclavable camera head. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. Furthermore, the evaluation uncovered the following: leakage from the cable and cable was torn. Additional information regarding this event has been requested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, as water leakage was found during evaluation, it is possible that the reported phenomenon (no image) could have occurred because the video function did not work properly due to the water leakage of the cable. Olympus will continue to monitor field performance for this device.